Event description:
Reportable malfunction: on november 26, 1998, novo nordisk a/s rec'd a novopen 3 device from germany with the complaint that the button is defective and the dosage adjustment does not start with "0" (zero). There was no indication of an adverse event. Result and conclusion of MFR's investigation - on december 2, 1998 novo noridsk a/s established that the collar on the piston rod nut was broken off. The numbers in the dose indicator window were not visible and it was not possible to depress the pushbutton fully because the dose indicator barrel had become dislocated. This was probably caused by misuse, but might have been the result of the user trying to make the device work after the collar on the piston rod nut had broken off. Conclusion - the fault "collar on piston rod nut broken off" was evaluated as a reportable malfunction on december 2, 1998.